Event description:
It was reported that the previous system was known to exhibit high, out-of-range shock impedance measurements (>130 ohms) and increased capture threshold measurements. The patient underwent a normal device replacement procedure, the physician now observed rv over-sensing. Device data was forwarded to technical services and is pending review. The physician elected to reprogram the device sensitivity and is continuing with normal monitoring. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that the previous system was known to exhibit high, out-of-range shock impedance measurements (>130 ohms) and increased capture threshold measurements. The patient underwent a normal device replacement procedure, the physician now observed rv over-sensing. Device data was forwarded to technical services (ts) for review and it was determined that there was likely a minor connection issue with the rv lead and device. Ts provided programming options to mitigate cross-talk over-sensing. The physician elected to reprogram the device sensitivity and is continuing with normal monitoring. At this time, the system remains implanted and no adverse patient effects were reported.